Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative: "pump 622041 had air infuse past the pump and almost got into the patient. It was caught by the nurses before it ended up getting to them." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00039).

Manufacturer narrative:
The service provider provided the investigation report on 11/22/2022. The actual device was tested, and it passed the air-in-line alarm test. The air-in-line alarm worked as expected. The reported issue was not confirmed.